Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Empty test vial returned - unable to test. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. Husband (B)(6) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 99-120mg/dl. The blood glucose testing is performed by the customer two to three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication/ metformin, glipizide and others to manage diabetes and prednisone (steroid) to manage copd. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 504 mg/dl and 537 mg/d. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: hi, (B)(6) 2016 05:10:00 pm, fasting:yes. A 572mg/dl, (B)(6) 2016 03:24:00 pm, fasting:yes. A 595mg/dl, (B)(6 )2016 03:00:00 pm, fasting:yes. A 379mg/dl, (B)(6) 2016 11:37:00 am, fasting:yes. A 380mg/dl, (B)(6) 2016 10:16:00 am, fasting:no. Adverse event not reported.